Event description:
Healthcare professional additionally reported, left side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, device appearance (observed, 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identify, an opening striated in the anterior side. Based on the device analysis, the final assessment is: a striated opening in the anterior side assessed, as surgical damage. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/29/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition.

Event description:
Patient reported left side malposition. Patient reported via healthcare professional an "unknown side deflation" of a silicone gel filled device. Device remains implanted.